Manufacturer narrative:
It was reported that the battery was not holding charge. The battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed that the battery passed visual examination and functional testing; the battery discharged as expected. Furthermore, testing revealed that the battery capacity was within the expected range. Log files covering the event date were not available for analysis. As a result, the reported event could not be confirmed as the battery performed as expected. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings.

Event description:
It was reported that a patient¿s battery was not holding it¿s charge. The battery was exchanged. No patient complications have been reported as a result of this event.